Event description:
Rptr complains of hair loss, seizures/strokes, migraines, bad vision problems, memory loss, word loss-intelligence loss (really), constant ear/nose/throat problems, throat cramps/swollen/closed, stiff neck shoulder, crackling pain, skin problems/aging skin, respiratory problems, constant bladder infections, constant knee pain, joint problems in hands, jaw, tmj.